Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine a root cause. The most likely cause of the delivery issue was due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 75-year-old male patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the medical team experienced difficulty implanting the device due to patient's anatomy. Ultimately the medical team aborted the procedure. There was no patient harm reported.